Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2024. The patient¿s cgm was reading 90 mg/dl and the bg meter reading was 50 mg/dl. The patient was experiencing mouth numbness, blurred vision, lethargy, and dizziness. The patient¿s husband took her to the emergency room (ER). At the ER, the patient was treated with an unspecified IV drip. The patient was admitted to the hospital for 7 days; however, being hospitalized for this length of time was not solely due to her hypoglycemic event; the patient was pregnant and ended up having a c-section during her time at the hospital. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.